Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. A correction was made to field h4 to correct date of manufacture.

Event description:
It was reported that this pacemaker produced an alert for right ventricular automatic threshold (rvat) test was suspended for four days. Technical services (ts) examined device data and determined that the rvat was suspended due to low evoked response. The right ventricular (rv) lead pacing impedances had been variable, ranging from 400 to 1200 ohms. It was noted that the rv lead was placed in the bundle of his and was not manufactured by boston scientific. Ts found episodes with noise on the rv channel during the implant procedure. Health care professional (hcp) stated that the rv thresholds had risen between 2 and 3 volts. Ts suggested a commanded auto test and a manual test to check thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker produced an alert for right ventricular automatic threshold (rvat) test was suspended for four days. Technical services (ts) examined device data and determined that the rvat was suspended due to low evoked response. The right ventricular (rv) lead pacing impedances had been variable, ranging from 400 to 1200 ohms. It was noted that the rv lead was placed in the bundle of his and was not manufactured by boston scientific. Ts found episodes with noise on the rv channel during the implant procedure. Health care professional (hcp) stated that the rv thresholds had risen between 2 and 3 volts. Ts suggested a commanded auto test and a manual test to check thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker produced an alert for right ventricular automatic threshold (rvat) test was suspended for four days. Technical services (ts) examined device data and determined that the rvat was suspended due to low evoked response. The right ventricular (rv) lead pacing impedances had been variable, ranging from 400 to 1200 ohms. It was noted that the rv lead was placed in the bundle of his and was not manufactured by boston scientific. Ts found episodes with noise on the rv channel during the implant procedure. Health care professional (hcp) stated that the rv thresholds had risen between 2 and 3 volts. Ts suggested a commanded auto test and a manual test to check thresholds. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, the patient was feeling pocket stimulation. Also, there was a lead safety switch (lss) to the unipolar configuration due to rv lead pacing impedances that were high out of range. The impedance measured at 2096 ohms. It was noted that the clinic will continue to monitor. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.